Event description:
It was reported that during an arthroscopy, the upper jaw of the firstpass did not engage. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported. Results of investigation found that the suture capture is completely detached.

Manufacturer narrative:
Internal complaint reference case(B)(4). The sample is under evaluation by the manufacturing site. Preliminary results of investigation found that the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The suture capture is completely detached. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture is detached, cannot test suture passage. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device.  Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The suture capture is completely detached. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture is detached, cannot test suture passage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.